Event description:
It was reported that a pt underwent an open ventral hernia repair on an unk date. The pt acquired a mrsa infection. The pt underwent a removal of the sinus tract and the surrounding good tissue down to the mesh. A pulse-evacuation with bacitracin was performed and a wound vac was placed. The pt was discharged to home.

Manufacturer narrative:
(B) (4). (B) (4) - infection. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.